Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd extension set 1.2-micron filter was leaking. The following information was provided by the initial reporter: the concern was the device was leaking.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking device could not be verified due to the product not being returned for failure investigation. Device history record review for model mx9171 lot number 22029801 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd extension set 1.2-micron filter was leaking. The following information was provided by the initial reporter: the concern was the device was leaking.